Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and that there was no telemetry or output.~~~~~~~~~

Manufacturer narrative:
Final analysis - no output or telemetry; mechanism - crystal anomaly; component - crystal.